Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records will not be performed. The device is not available for return. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided), one or two detached filter limbs were reported to be in the pulmonary artery. There was no reported attempt made to capture the filter or detached filter limbs. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. The patient status at this time is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one and half month¿s post filter deployment, the patient presented to the hospital with chest pain. Subsequent computed tomography angio (cta) revealed several filling defects are demonstrated in the pulmonary arterial tree out to the second and third order pulmonary arterial branches suggesting bilateral pulmonary emboli. Non occlusive thrombi are demonstrated in the left main pulmonary artery and second order pulmonary artery on the right frontal (right lower lobe pulmonary artery). Two days later, computed tomography (CT) there has been tilting of the inferior vena cava filter with struts extending outside of the inferior vena cava with three of the struts extending toward and possibly entering the right psoas to muscle. An abdomen single view revealed inferior vena cava filter with the cephalad portion of the filter at the inferior aspect of the l2 vertebrae. One of the legs of the filter was extending out horizontally and may either be outside of the ivc or within the renal vein. Eventually three years and ten months later, the patient presented with chest pain. Subsequent computed tomography angio (cta) chest revealed there was a fragmented leg of an inferior vena cava (ivc) filter at the segmental level in the lingula that extends proximally into the interlobar pulmonary artery. Another computed tomography angio (cta) there was a straddle embolus spanning the left interlobar pulmonary artery, from the upper lobe into the lower lobe, that was eccentrically located up against this foreign body and was likely acute. The patient with a left pulmonary embolism but also found to have a fragmented leg of the filter in left main pulmonary artery. Therefore, the investigation is confirmed for the filter limb detachment, filter tilt and perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7,d4(expiry date: 01/2011). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post filter deployment (date not provided), one or two detached filter limbs were reported to be in the pulmonary artery. There was no reported attempt made to capture the filter or detached filter limbs. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. The patient status at this time is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information the definitive root cause for this event is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2011), (manufacturing date: 01/2008).

Event description:
It was reported that some time post filter deployment (date not provided), one or two detached filter limbs were reported to be in the pulmonary artery. There was no reported attempt made to capture the filter or detached filter limbs. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. The patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged filter limb detachment. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided), one or two detached filter limbs were reported to be in the pulmonary artery. There was no reported attempt made to capture the filter or detached filter limbs. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. The patient status at this time is unknown.